Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has a low battery. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm that the batteries were not holding a charge, and that the battery was defective and needed to be replaced. The customer replaced the battery locally and the cs300 intra-aortic balloon pump is in working condition.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a low battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.